Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer's spouse reported via phone call indicating that the customer experienced high blood glucose of 443 mg/dl. The customer was treated for the high blood glucose with a bolus. The customer was assisted with trouble shooting but the caller stopped troubleshooting, midway and stated that they will change the customer's set and call back if they had any further issues. The customer did not return the product back for analysis.